Manufacturer narrative:
At this time, the rest of the lot will be returned to microline surgical so that it can be sent to the manufacturer; surgical innovations. One they conduct an investigation and send an investigation report, a final adverse event report will be submitted.

Event description:
The seal ripped off in the patient during a procedure. The surgeon attempted to remove the seal, however, the retrieval was unsuccessful.

Manufacturer narrative:
An investigation into the reported issue has been completed. Based on the information provided, including email confirmation from the user stating that "the scissor was slightly open as it was passing through the trocar which caught the seal and cut it," the root cause has been determined to be user error. Microline surgical inc. Confirms that all applicable regulatory requirements have been met in relation to this complaint. With the investigation concluded and the root cause identified, we consider this matter closed.

Event description:
The seal ripped off in the patient during a procedure. The surgeon attempted to remove the seal; however, the retrieval was unsuccessful.